Manufacturer narrative:
Qc was acceptable. No maintenance issues were identified. The field service engineer (fse) did not identify any instrument issues. The fse performed a 21-cup precision and qc with results within specification. A patient sample was run with no issues. The customer used a centrifugation time of 8 minutes with a speed of 4000 revolutions per minute (rpm). Based on the sample tubes used, this time may be too short and the speed too fast. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e601 module serial number was: (B)(4).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys ca 125 ii (ca 125 ii) on a cobas 6000 e601 module. The initial result was 5.41 u/ml. This result was rejected by the physician. A new sample was obtained, and the result was 507.6 u/ml. This result was believed to be correct. The original sample was repeated with a result of 487.8 u/ml.